Manufacturer narrative:
The returned demo device has been evaluated by olympus and its front panel has been found to be faulty during preliminary evaluation and inspection. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
During incoming inspection of a demo video system center, the olympus engineer reported the front panel switches were not working. There is no reported customer complaint or allegation. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found during inspection in the repair center on a demo, that the front panel switch not working properly. There was no description on the faults, therefore the root cause could not be identified. Olympus will continue to monitor field performance for this device.